Event description:
It was observed that during the device inspection, the video system center exhibited noise in the image due to deformed and defective video connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h4, h6 and h10. Corrected fields: e1 (establishment name) e2, e3, g2 (user should not be selected on the initial as the reported issue was found during evaluation by olympus) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "poor contact of the video connector " was caused by a deformation and defective of the video connector. Olympus will continue to monitor field performance for this device.